Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left ulnar artery. A 3.0-4/4t/40 symmetry balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the symmetry device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 1mm distal from the distal markerband. An examination of the balloon material and the tip region identified no issues. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left ulnar artery. A 3.0-4/4t/40 symmetry balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.